Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover between patient samples had occurred. The following information was provided by the initial reporter: "carry- over issue. Yes, we have a carry-over problem with our lwa. We would like to assess this parameter before using the machine in our daily routine, but this criteria is not compliant. Our lyse wash machine has regular maintenance by bd as we pay annually for this service without using it in our practice. So, the answer of your question would be: "no erroneous results on patient samples for diagnostic test" (fortunately)."

Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover between patient samples had occurred. The following information was provided by the initial reporter: "carry- over issue. Yes, we have a carry-over problem with our lwa. We would like to assess this parameter before using the machine in our daily routine, but this criteria is not compliant. Our lyse wash machine has regular maintenance by bd as we pay annually for this service without using it in our practice. So, the answer of your question would be: "no erroneous results on patient samples for diagnostic test" (fortunately)."

Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part#: 337146, and serial#: (B)(6). Problem statement: customer reported a carryover issue. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 27apr2021 to 27apr2022. Complaint trend: there are 9 complaints related to the issue of carryover for part#: 337146; date range from 27apr2021 to 27apr2022. Manufacturing device history record (DHR) review: DHR part#: 337146, serial#: (B)(6), file#: (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed based on a review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and the root cause of the customer observing carryover could not be determined. The customer had initially reported the carryover issue that was confirmed and recorded in (B)(4), case#: (B)(4) by the assisting tsr (technical service representative). The tsr contacted an as (application specialist) regarding this issue and suggested that the customer perform the lwa carryover protocol (B)(4) rev. 1/vers. A), which describes the proper method for preparing and analyzing samples. The instrument was then scheduled to be sent to the repair center for further tests, the details of which are captured in this complaint (B)(4), case#: (B)(4). The customer was sent a loaner instrument (serial#: (B)(6) on 28-apr-2022 for use while the impacted instrument was being tested by the application specialist. As part of wo: (B)(4), the fse (field service engineer) performed a technical check on the instrument confirmed the issue and replaced various parts including the waste pump (346340 - pump liquid 1/8 barb), valve stack (64845019 - assy valve stack blue repaired), and cell wash spindle (346101 - assembly cell wash spindle). However, this did not resolve the carryover issue, and an escalation-type work order was initiated (wo: (B)(4). After the as checked the carryover issue and performed more troubleshooting and testing as per the bd user manual, the instrument still did not meet specifications. Ultimately, the technical team decided that the impacted instrument would not be repaired further and the customer would keep the loaner instrument based on their bd care level 3 service/maintenance contract (contract#: (B)(4). There are no cases related to carryover issues for the loaner instrument after this replacement. There were no erroneous results due to this issue because the instrument was not used to run diagnostic tests on patient samples. Instructions on the proper usage of the instrument including instrument setup and data collection can be found in the bd facs¿ lyse wash assistant instructions for use (IFU), #23-11113 rev. 02/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order#: (B)(4); case#: (B)(4). Install date: on (B)(4) 2013. Defective part number: n/a (parts were replaced, but the replacements did not resolve the issue and were therefore, not identified as defective parts). Wo: (B)(4); field service: work order notes: subject / reported: 337146 - bd facs lyse wash assistant - carry- over issue. Problem description: 337146 - bd facs lyse wash assistant - carry- over issue. Work performed: technical check of instrument as described in service manual. No issue found. Preventive maintenance will be done on wo: (B)(4) applicative check will be done by application specialist / still carry over issue. On (B)(6) 2022: waste pump replaced, valve stack and parts from cellwash assy that come into contact with blood,run carryover test with application specialist after every replacement / still the same parts replaced 346340, 64845019, 346101, 34633707, 647217, 648472, 346094, 346093, 648477, 34638707, 34639007, 654955, 346098, 346097. Cause: n/a. Solution: n/a. Returned sample evaluation: 2 of the replaced parts are returnable (64845019 ¿ assy valve stack blue repaired; 64847907 ¿ assembly dispense pump svc blue). However, replacing these parts did not resolve the issue. Therefore, return samples for these parts were not requested because they were determined to not be the root cause of the carryover. Return samples for other replaced parts were not requested as those parts are not returnable and were discarded. Risk analysis: risk management file part#: 337146ra, rev. 02/vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. ID: 2.1.1 hazard: carryover cause: clogged orifice harmful effects: incorrect results: damaged instrument risk control: replace orifice at each pm interval implementation verification: service plan effectiveness verification: system characterization summary report lwa carryover evaluation phase iii version 1.0 03/10/2010. Probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none. Mitigation(s) sufficient? Yes, no. Root cause: based on the investigation results, the root cause of the reported carryover issue could not be determined. Conclusion: based on the investigation results, the root cause of the reported carryover issue could not be determined. Following up from case#: (B)(4), the fse performed a technical check on the instrument to confirm the issue and replaced various parts, which failed to resolve the issue. After the as and fse performed more troubleshooting and testing as per the bd user manual, the instrument still did not meet specifications. Ultimately, the technical team decided that the impacted instrument would not be repaired further and the customer would keep the loaner instrument. There are no cases related to carryover issues for the loaner instrument after this replacement. There were no erroneous results due to this issue because the instrument was not used to run diagnostic tests on patient samples. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.